Event description:
It was reported that the tissue hardened and became rigid following a phalloplasty procedure and was surgically removed. The implant date was in 2001. Doctor normally uses 4 to 12 pieces of tissue per pt. Doctor believes tissue was hydrated when removed from its packaging. He is unsure how many pieces were used on this pt. He reported that he removed the number of pieces needed for a particular pt, sizes and shapes the pieces and places them back into a jar of saline until he is ready for use. For this pt, two segments of shaped/sized tissue were used. The doctor reported that he had a number of pts where the tissue appears to have hardened but he hopes it will soften in time.